Event description:
A report received from the study indicated the patient had two cypher clinical stents implanted in the distal right coronary artery: a 2.5 x 18 and a 3.0 x 18 mm for the index procedure. The indication for the procedure was unstable angina pectoris class 2b. Six days after the index procedure, the patient was treated for restenosis of a previously implanted unknown bx sonic stent. The target lesion for the bx sonic stent was a 90% stenosis of the distal circumflex/first obtuse marginal (om). The restenosis was treated by balloon angioplasty. The event was reported to be non-target lesion related, a serious adverse event (sae), and was reported to be unrelated to the procedure or the devices. No additional information was available at this time.

Manufacturer narrative:
The product was not returned for inspection. A report was received from the study indicated that approximately five months after implantation of an unknown bx sonic bare metal stent (bms), the patient was found to have restenosis of the stent. The stent was implanted in the distal circumflex/first obtuse marginal target lesion. The patient was included in the study and had two cypher stents implanted in the distal right coronary artery (rca) for the study's index procedure. Six days after the study index procedure, the restenosis of the bms was treated by balloon angioplasty. There was no additional information available regarding the patient or the patient's medical history. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known complication of cardiovascular disease and coronary stenting. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcation, and restenotic lesions; however, without additional information, it is not possible to determine what factors may have contributed to this event. Please note that this is the initial/final report for this product.